Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to implantable pulse generator (ipg) charging difficulties and high impedances on the leads. The patient has covered all her chronic pain areas. New alpha 16 ipg was added. Device will not return due to facility policy and electrocautery was used during explanting the precision device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: tw# (B)(4), product family: scs-ipg-r, upn: m365sc1110020, model: sc-1110-02, serial: (B)(6), batch: 14966609. Tw# (B)(4), product family: scs-ipg-r, upn: m365sc11100, model: sc-1110, serial: (B)(6), batch: 100012. Tw# (B)(4), product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: 107976. Tw# (B)(4), product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: a07934. Tw# (B)(4), product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: a07678. Tw# (B)(4), product family: scs-linear leads upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: a06248.